Manufacturer narrative:
Device evaluation: no suspect product was received; however, the customer provided photographs. The customer provided photographs which were evaluated. Displayed were two pictures of what appears to the same lens. Similar damages can be observed on the lens in both photographs. The source, nature, or origin of the damage cannot be determined from photographic evaluation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was defective. There was no patient contact. Through follow up, it was learned that there was a crack in the lens. The surgeon reported resistance while inserting the lens. When the lens unfolded, a central defect was detected. The lens was fully inserted and removed during the same procedure. There there was a delay in procedure. The patient outcome was reported as unknown. The iol was discarded. No further information is available.

Manufacturer narrative:
Section a2, a4, a5: unknown/asked but unavailable (asku). Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.